Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 411 mg/dl. The customer treated with manual injection. The customer stated that he received air bubbles in the reservoir. The customer stated that he has not noticed any bent cannulas or needles. The customer confirmed that he is not squeezing the o-rings and not pulling the plunger out of the reservoir completely. The customer was advised that the high readings may be a result of the air bubbles.